Event description:
Customer reports coughing secondary to unspecified respiratory "illness". Md seen. Customer received prednisone & was advised to discontinue use of the soclean device.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). In addition, the customer states contraindications of use expressing a known history of copd. It is not unreasonable to assume that the customer's pulmonary condition could have caused the injury stated. Reporting for due diligence. Furthermore, the customer has disclosed a history of chronic obstructive pulmonary disease (copd). Given this underlying pulmonary condition, it is reasonable to consider that it may have played a role in the injury reported as records show this customer has been a soclean 2 user since 2019 and is experiencing symptoms nearly 5 years after becoming a soclean user. This information is being submitted as part of our commitment to thorough and diligent reporting.